Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the surgeon was performing a posterior spinal fusion to a patient. Given that the patient had a very hard bone, the two (2) retaining sleeves, three (3) screwdriver shafts and a screwdriver with straight handle were damaged. The screwdrivers were stripped at the distal end tips and the distal end rings on the screwdriver retaining sleeves were damaged. There were no fragments generated. There was no surgical delay and the procedure was completed successfully. There was no patient consequence. This report is for one (1) screwdriver shaft. This is report 6 of 6 for (B)(4).